Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ml lioresal (baclofen) at 130.14 mcg/day. The reason for use was not reported. It was reported that the patient had an MRI and the pump did not recover for over a month. Logs show that a motor stall occurred on (B)(6) 2018 at 17:36 and recovered on (B)(6) 2018 at 16:07. A low reservoir alarm occurred on (B)(6) 2018 at 19:37 and an empty reservoir alarm occurred on (B)(6) 2018 at 12:32. The managing physician noticed the stall and the pump was replaced on (B)(6) 2019. The rep was in possession of the device and it would be returned to the manufacturer for analysis. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product analysis #: (B)(4): analysis information -- 2019-(B)(6) 11:06:18 cst pli# 10 product ID# 8637-20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported at the end of (B)(6) 2018, the patient suffered a series of six seizures in a handful of day. Following the seizures, the patient went to the clinic and received an MRI. From (B)(6) 2018 the patient's spasticity significantly worsened and had dramatic changes in mood. In (B)(6) 2018, the patient's physician concluded the pump had malfunctioned and failed, based on the presentation of symptoms of baclofen withdrawal and a pump interrogation showing motor stall. The patient was immediately scheduled for surgery to removed the bad device and implant a new on. In (B)(6) 2019, the patient's pump was removed. The patient had experienced withdrawal, pain, and hospitalization as a result of the motor stall.

Event description:
Additional information received from a consumer reported the patient had the pump implanted for a few months and their spasticity improved, but they were experiencing symptoms of vomiting between doctor visits. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event description updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an MRI and the pump did not recover for over a month. Logs show that a motor stall occurred on (B)(6) 2018, at 17:36, stopped pump period may exceed tube set occurred on (B)(6) 2018 at 17:36, and recovered on (B)(6) 2018 at 16:07. A low reservoir alarm occurred on (B)(6) 2018, at 19:37 and an empty reservoir alarm occurred on (B)(6) 2018 at 12:32. The managing physician noticed the stall and the pump was replaced on (B)(6) 2019. The rep was in possession of the device and it would be returned to the manufacturer for analysis. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.